Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a generator changeout procedure this right atrial (ra) lead separated from the terminal pin. It was stated that after tightening the setscrew and tugging on the lead it came apart at the terminal pin. The lead was still connected by the wire and continued to capture and sense; however, the impedances were variable between 200-700 ohms. It was reported that a lead safety switch (lss) had been tripped. Programming modification were made. The physician was using local anesthesia and the patient had eaten beforehand therefore, the physician didn't want to revise or take further action at that time. The patient paced 80% of the time in the atrium. No adverse patient effects were reported. No further actions have been performed and the physician plans to monitor via the remote monitoring system.

Event description:
Additional information indicates that this lead was now exhibiting noise, increased pacing thresholds and pocket stimulation. The stimulation makes the patient uncomfortable. The lead continues to tripped lead safety switches (lss). The physician programmed the patient's device to sense and pace in the ventricle only at 40 and sent the patient for x-ray.